Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged during the implant procedure. An attempt was made to reposition the lead over a new inner catheter but the lead would not track properly and became stuck. A new lv lead was successfully placed with the same inner catheter. This lv lead was never in service. No adverse patient effects were reported.